Event description:
During surgery surgeon noticed that the shaft of the arthrex apollo rf aspirating ablator was coming loose. Surgeon immediately stopped using it and replaced it. Nothing fell into patient. Patient was unaffected by this incident.